Event description:
The complaint has reported that a patient (age and gender unknown) had a therapeutic placement of an ultraflex tracheobronchial stent for treatment of lung cancer. The clinician was unable to place the stent due to breakage of the deployment suture. Another stent with a similiar diameter was placed successfully. There was no report of death serious injury or mistreatment associated with this event.